Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with light headedness and syncope. Upon interrogation, the patient was experiencing pacing pauses. It was noted that there was a recorded lead warning for high right ventricular (rv) lead impedance. Sensing was also low. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.